Event description:
It was reported that this pacemaker was unable to be interrogated. No magnet response was found, and the last follow-up showing normal operation was august 2021. Technical services was consulted, and device replacement was advised. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker was unable to be interrogated. No magnet response was found, and the last follow-up showing normal operation was august 2021. Technical services was consulted, and device replacement was advised. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Manufacturer narrative:
Current evidence suggests this device remains implanted; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker was unable to be interrogated. No magnet response was found, and the last follow-up showing normal operation was august 2021. Technical services was consulted, and device replacement was advised. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information received indicates this pacemaker was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported.

Manufacturer narrative:
The explanted device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was confirmed to have no telemetry or pacing output upon return. The device case was removed to facilitate inspection and testing of the internal components. Testing found the crystal oscillator was not oscillating. Computed tomography (CT) scan and x-ray imaging found no evidence of fractured solder joints at the crystal. The CT scan showed intact resonator material which indicated the oscillator beam was not broken. The crystal was then removed from the circuit, and a substitute crystal was soldered onto the circuit. Crystal oscillations were observed, and telemetry and pacing were normal. Review of device memory noted errors recorded on (B)(6) 2022, indicating this was the date the crystal stopped oscillating. Analysis confirmed this device could not be interrogated due to crystal which had stopped oscillating. Without crystal oscillations providing clock timing to the circuit, the integrated circuits will not operate. Our quality system was reviewed, and this was determined not to be a patterned issue. We will continue to monitor field reports for similar observations.

Event description:
It was reported that this pacemaker was unable to be interrogated. No magnet response was found, and the last follow-up showing normal operation was (B)(6) 2021. Technical services was consulted, and device replacement was advised. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information received indicates this pacemaker was explanted and replaced without incident. Besides intervention, no other adverse patient effects were reported.